Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: no product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that a patient was admitted to the hospital in the beginning of september due to pulmonary hypertension and pneumonia. Exact dates and length of stay are unknown. The patient reported that the pump battery went dead and the pump lost programming. The patient had one functioning pump. No disruption to therapy was reported. The patient mentioned starting oxygen at night after hospital discharge. The patient was experiencing some shortness of breath prior to hospital admission, but breathing better now with oxygen. There were no side effects reported. Patient also reported pump rate of 0.108 milligrams per hour but according to dose guide, rate should be 0.104 milligrams per hour. The reported product fault did not occur while in use with the patient. The patient did have a backup device, which was switched to and was able to successfully receive the infusion. The infusion is life sustaining. The product issue did not cause or contribute to patient or clinical injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.